Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the left eye (os) of a female patient. The reporter indicated the patient was working out and developed a hyphema in her eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.